Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately compared to his feelings or normal results the complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started since the first use of the meter 2-3 weeks prior to contacting lfs. The patient reported on an unknown date and time, he obtained a reading of "200 mg/dl". The patient reported using self adjusting insulin to manage his diabetes. The patient reported since the alleged issue first started, he has been increasing his dosage of medication an extra 2 units of insulin. The patient reported immediately after the alleged issue first occurred. He felt "dizzy, ready to pass out, and sweaty". The patient denied receiving any treatment in response to the reported symptoms. During the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing. The patient's test strips were in good condition, however a control solution test was not run since the patient did not have control solution at the time of testing. This complaint is being reported as an adverse event because the patient reported due to the alleged issue he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the meter and test strips were both evaluated and both passed testing with no faults found.a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.